Manufacturer narrative:
(B)(4).

Event description:
It was reported "possible iab abrasion. Therapy discontinued. Iab removed and is saved for return. Pt did not sustain an injury or expire. Issue occurred in the hvicu 24 hrs. Post insertion after a previous abrasion." See associated MDR 3010532612-2023-00079.

Event description:
It was reported "possible iab abrasion. Therapy discontinued. Iab removed and is saved for return. Pt did not sustain an injury or expire. Issue occurred in the hvicu 24 hrs. Post insertion after a previous abrasion." Associated MDR 3010532612-2023-00079.

Manufacturer narrative:
Qn#(B)(4). The serial number ((B)(6)) reported on the complaint report does not match the serial number on the returned sample. The serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the teflon sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was at approximately 21.2cm from the iabc distal tip. Buckling to the teflon sheath extrusion was noted approximately from 8.7cm to 15cm from the distal end of the teflon sheath. The one-way valve was connected and tethered to the short driveline tubing. The ap tubing was noted connected to the iabc luer; liquid blood/fluid was noted within ap tubing. The exposed portion of the bladder was fully unwrapped. Numerous bends were noted at approximately 33.4cm, 46.9cm and 55.9cm from the iabc distal tip. The central lumen appeared broken at approximately 9.3cm from the iabc luer end. Dried blood/yellow media was noted on the exterior surfaces of the returned iabc. Dried/liquid blood was noted within the iabc helium pathway. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0062in. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. This was repeated five separate times. Blood was noted within the one-way valve and one-way valve seal upon cleaning. The one-way valve was properly cleaned and tested again; the one-way valve passed. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in air leak from the iabc short driveline tubing indicating crossover leak between the iabc central lumen and helium pathway. The result is consistent with the previously noted damaged/broken central lumen at approximately 9.3cm from the iabc luer end. The one-way valve connected to the iabc short driveline tubing, and a vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was moved towards the iabc bifurcate with minimal force; no damage or abnormalities were noted to the iabc bladder. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 33.7cm, 36.3cm, 47.2cm and 56cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire could not advance at approximately 73cm from the iabc distal tip, which is the location of the previously noted damaged/broken central lumen. Some blood was noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.2cm from the iabc luer, which is the location of the previously noted damaged/broken central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. This will be monitored for any developing trends. The reported complaint of iab leak suspected is confirmed. A break in the central lumen was noted near the proximal end (bifurcate) of the iab catheter, which can cause blood to enter the helium pathway. The cause of the central lumen break could not be confidently determined, but a potential cause is patient or user related. No leaks were detected from the iabc bladder. Additionally, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the teflon sheath extrusion. This indicates the iabc was not removed per the instruction for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. This will be monitored for any developing trends.